Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate clinical documentation to fully evaluate the reported failure. Based on the information provided, this adverse event was resolved by explanting both screws during a revision surgery. According to the report, the patient¿s current health status is unknown. Therefore, the impact to the patient beyond the revision cannot be determined. Should any additional medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after internal fixation surgery performed, the proximal screws were backing out. This adverse event was solved by revision surgery on (B)(6) 2021. Both screws were explanted. Current health status of patient is stable.